Manufacturer narrative:
There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device b bd bbl¿ columbia cna agar with 5% sheep blood catalog number 221353 with 510k number preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 240 bd columbia cna agar with 5% sheep blood were contaminated with staphylococci and micrococci. The following information was provided by the initial reporter, translated from (B)(6) to english: contaminated plates. The contamination is staphylococci and micrococci.

Event description:
It was reported that 240 bd columbia cna agar with 5% sheep blood were contaminated with staphylococci and micrococci. The following information was provided by the initial reporter, translated from german to english: contaminated plates. The contamination is staphylococci and micrococci.

Manufacturer narrative:
H6: investigation summary: it was reported that some plates would be contaminated with staphylococci and micrococci. The complaint trends were reviewed and similar complaints were found for this lot number. Therefore, a mrb (material review board) was performed and this issue will be investigated within a CAPA (corrective and preventive action) 4344556. The batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Picture sample was not provided. The retention samples were reviewed and the plates were found to be without deviation. At this stage of our investigation, we have excluded any systemic failure in our manufacturing process. Please note that this product does not have an sal claim. It is filled aseptically, therefore an occurrence of a contamination event cannot be entirely ruled out. We only release product batches to the market with an aql (acceptable quality level) = 1.5. Although this contamination level is very low, we cannot completely exclude that a customer may receive a contaminated plate. As several complaints were reported for this product lot number regarding contamination, a mrb (mrb 22-006) and CAPA (#4344556) were created for further evaluation. The root cause investigation is currently ongoing within CAPA 4344556. Based upon our investigation the complaint was confirmed.